Manufacturer narrative:
The referenced sus voluntary event foi report, (B)(4) is attached. (B)(4). Approximate age of device ¿ 6 months. (B)(4). The device was returned for investigation. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented with signs of heart failure including: progressive shortness of breath on exertion, orthopnea and paroxysmal nocturnal dyspnea associated with a (B)(6) lb weight gain, abdominal fullness, elevated liver function tests, and minor ankle swelling. The patient also had dark urine, a lactate dehydrogenase (ldh) level of 990 u/l and an inr of 11.19. The patient was admitted to the hospital. The patient's ldh levels continued to rise despite a very elevated inr. A ramp echocardiogram showed that at the patient's baseline pump speed of 8600 rpm, the aortic valve was closed and the left ventricular end-diastolic diameter (lvedd) was 6.3cm. When the pump speed was increased to 10,000 rpm the lvedd was unchanged. CT- angiography showed no abnormalities with the inflow conduit or the outflow graft. The patient's pulmonary artery saturation was (B)(6) and the cardiac index was 1.4 l/min/m2. The patient was treated with IV lasix, dobutamine and nipride. On (B)(6) 2015, the patient's pump was exchanged due to suspected thrombus. On (B)(6) 2015, the patient experienced a perforated bowel. The patient and family declined bowel surgery and elected the patient elected to be placed on comfort care measures. On (B)(6) 2015, the patient's pump was turned off and the patient expired. Information was also received from an sus voluntary event foi report, (B)(4): event date: (B)(6) 2015 report date: (B)(6) 2015. Event description: pt presented to osh ed where it was noted the pt was in heart failure, renal failure, with elevated lft's, ldh and inr. Due to a concern for pump thrombosis the pt was transferred to our facility for further eval. Multiple tests were performed which concluded the pt's pump had developed a thrombus. Pt was taken to the operating room for a lvad pump exchange during which the surgeon identified a thrombus on the inlet rotor. Surgery went well. The pt is recovering in the ICU with hyperbilirubinemia.

Manufacturer narrative:
The explanted pump was returned for evaluation. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. Similar depositions were found on the blades of the rotor. The lack of laminated layering indicates that the depositions did not develop in these areas. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the areas of denatured and the contact marks on the outlet cone section of the rotor, suggest that the deposition was present while the pump was supporting the patient. Examination of the remaining blood-contacting surfaces revealed no depositions. The depositions found in the pump would have contributed to the reported elevation in lactate dehydrogenase. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.